Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Patient-related-factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/3.5/92 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was explanted due to blurred vision. The problem was resolved. Cause of the event was a patient-related-factor with the device not performing as intended. Status of the eye is reported as, "ok."